Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the values shown on the monitor were inaccurate with respect to laboratory values. Per clinical review, the pco2 was higher than normally expected. The other parameters were comparable to the lab analyzer. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.